Manufacturer narrative:
Event date is an approximation, information was not provided. Investigation summary: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on an unknown date with an unknown sample type. Confirmation pcr testing (platform unknown) was performed and generated positive results. Consumer was symptomatic, however, no additional patient information, including treatment and outcome, was provided.